Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Caller advised bed deck is sagging and foot board legs are bowed out.